Event description:
It was reported that the right ventricular (rv) lead showed diminished r-waves and increased threshold that were now at a high value. Unipolar configuration caused significant pectoral stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: addr03 implantable pulse generator (B)(6) 2010; 4068-45 implantable pacing lead (B)(6) 2003; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.